Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd safetyglide¿ insulin syringe, attached needle there were defective scale markings. The following information was provided by the initial reporter: mark line blurred.